Manufacturer narrative:
Citation: fukuhara s, et al. Surgical explantation of transcatheter aortic bioprostheses: balloon vs self-expandable devices. Ann thorac surg. 2022 jan;113(1):138-145. Doi: 10.1016/j.athoracsur.2021.01.041. Epub 2021 feb 3. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding surgical explantation of transcatheter aortic valve replacement (tavr) balloon- and self-expandable devices (tavr-explant). All data was collected from a large national database between january 2016 and december 2019. Of the 153 tavr-explant patients included in the self-expandable device group (predominantly female, mean age 72.2 years), 151 were previously implanted with a medtronic transcatheter valve: corevalve (12), evolut r (137), or evolut pro (2). No unique device identifier numbers were provided. The authors defined tavr-explant as a non-same-day surgical tavr valve explantation with surgical aortic valve replacement (savr). Additionally, the duration between tavr valve implant and explant was unknown and varied significantly among the patients. In the self-expandable device group, 47 deaths occurred within 30 days after tavr-explant. The circumstances of the deaths were not disclosed, and none of the deaths were directly correlated to medtronic product. In the self-expandable device group, the reasons for tavr-explant included: endocarditis; valve degeneration; hemolysis; aortic insufficiency or paravalvular leak; aortic dissection or aneurysm; stenosis; pannus; procedure-related failure (failed repair, sizing issue, or positioning issue); thrombosis; and unknown/missing. The authors noted some patients required ascending aortic or aortic root replacement during savr. Additional adverse effects observed prior to tavr-explant: elevated mean gradients, decreased left ventricular ejection fraction, and heart failure. No additional adverse patient effects or product performance issues were reported.